Event description:
Customer called reporting the drive support cap on his insulin pump is sticking out. Customer's blood glucose level is 210 mg/dl. Customer said he noticed the issues three days ago. He pushes it back in when it comes out. The damage was not caused by a car accident. The infusion set and reservoir are not damage. The only physical damage to the device is that the drive support cap is sticking out. Customer was advised to never push the drive support cap while connected to the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a protruded drive support disk, minor scratches on the display window and a cracked reservoir tube lip.